Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized for diabetic ketoacidosis (dka) with a blood glucose of 326 mg/dl. Reportedly, the customer was vomiting and incoherent. While in the hospital the customer received anti-nausea medication, antibiotics and insulin intravenously. The customer believed the pump was not delivering insulin. A pump system check during the report showed insulin exiting the tubing successfully. The customer alleged that 0 units of insulin were delivered the day of the reported blood glucose event. Tandem's customer technical support (cts) confirmed with the customer during review of the pump history, that 67 units were delivered; however, the customer maintained that the pump was not operating properly. The customer reverted to manual injection for insulin therapy.

Manufacturer narrative:
Additional information was received stating that the customer switched to a different infusion set type and this resolved the issue.